Manufacturer narrative:
Initial reporter phone number: (B)(6). Initial reporter fax number: (B)(6). (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ruptured device and leakage of silicone to right axilla".

Event description:
Healthcare professional reported "swollen breast," and "ruptured device and leakage of silicone to right axilla." The device has been explanted.